Event description:
It was reported that atrial tachy response (atr) episode review revealed right atrial (ra) lead noise with oversensing. It was noted that this lead was implanted in 2008, and diagnostics showed consistent and stable impedance measurements. This ra lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).